Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "insertion of arterial line left radial uneventful, some resistance to removal of guidewire, pulled the wire out, the plastic part snapped away from the hub, the wire was kinked. Unable to retrieve it." It was reported the insertion was unremarkable and on attempting to withdraw the guidewire it felt kinked and the user was unable to withdraw. The entire device was removed and on removal it was noticed the guidewire had separated. The guidewire appeared kinked and somewhat unravelled. The patient had a small wound resulting from the user's attempt to retrieve the device and the patient was referred to vascular. It was unknown if the device was surgically removed or left in the patient. The patient's condition was reported to be critical, unrelated to the device.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "insertion of arterial line left radial uneventful, some resistance to removal of guidewire, pulled the wire out, the plastic part snapped away from the hub, the wire was kinked. Unable to retrieve it." It was reported the insertion was unremarkable and on attempting to withdraw the guidewire it felt kinked and the user was unable to withdraw. The entire device was removed and on removal it was noticed the guidewire had separated. The guidewire appeared kinked and somewhat unravelled. The patient had a small wound resulting from the user's attempt to retrieve the device and the patient was referred to vascular. It was unknown if the device was surgically removed or left in the patient. The patient's condition was reported to be critical, unrelated to the device.